Event description:
A report was received that the patient's incision site did not heal properly. The patient's symptoms were redness and soreness at the pocket site. The physician decided not to revise the patient but prescribe antibiotics. No cultures were taken. The physician reported that the infection has healed and the patient is reportedly doing well.